Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a bd insulin syringes with bd ultra-fine¿ needle that did not work; it was neither able to aspirate insulin nor press out air into the vial. No patient impact reported. The following information was provided by the initial reporter: found 1 of the 2 syringes to not be able to draw up insulin nor press out air into the vial. Although it appear to have placed air in vial.

Manufacturer narrative:
H.6 investigation summary: customer returned (2) 0.3ml syringes. One of these syringes was immediately observed to have its plunger rod and stopper missing. The second syringe was observed to have its plunger at (B)(4) units. An attempt to draw liquid into the syringe was made and was unsuccessful. A rod was inserted into the cannula of the syringe needle and an obstruction was found just past the mouth of the needle. This obstruction could not be dislodged. A review of the device history record was completed for batch# 1305991. All inspections and challenges were performed per the applicable operations qc specifications. There was one 1 notification noted that did not pertain to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of a syringe with a plunger that is difficult to move as a result of the obstruction. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that there was a bd insulin syringes with bd ultra-fine¿ needle that did not work; it was neither able to aspirate insulin nor press out air into the vial. No patient impact reported. The following information was provided by the initial reporter: found 1 of the 2 syringes to not be able to draw up insulin nor press out air into the vial. Although it appear to have placed air in vial.